Event description:
After spiking the unit of blood and priming the intravenous (IV) line, the anesthesiologist began pumping the tubing with his hand at the "hand pump" site. When he did this, blood leaked out of the top of the hand pump site. Therefore the tubing and blood in the tubing was contaminated. This happened at the same site for three sets of tubing with the same lot number. Upon using the same product with a different lot number, the problem disappeared. This caused a 15 minute delay in transfusing blood for a critically ill patient in the operating room.